Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2014 with the following findings: no damage found to the display lens. The battery compartment is cracked near the case seal. Returned battery cap fully attaches to the pump and was used to complete testing. The pump powers on with vibratory and audible sounds. A rewind, load and prime sequence were successfully performed. The black box shows no unusual fluctuation of the voltage. The pump was tested with an external power supply and idle, sleep, rewind and load currents all are within specification. No overheating was duplicated during testing. Removed the pump cover and there was no evidence of loose components or moisture contamination identified inside pump. The audio bolus button cover is missing from the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was reported that the battery compartment and display lens were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.